Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the ous affiliate that an icp express unit showed negative readings after the patient returned to the ward. There was no report of patient harm or delay. Monitoring was discontinued.

Manufacturer narrative:
UDI: (B)(4). A manufacturing date was previously not reported and the serial number was initially reported as (B)(4) and corrected to (B)(4). This report has been updated to reflect the corrected information.